Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed the device was in a back up mode. The pacemaker was remotely restored to it's normal state and the patient in stable condition.